Event description:
It was reported that during a left hemicolectomy procedure after an effective stitching of the inferior mesenteric (with 5 clips), making another stitching, five clips were released opened (from clip n° 6/7 to the n° 10/11). No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Returned empty additional information requested and received: please clarify? Five clips were released opened? The device released clips opened from the 5th/6th to the 11th/12th. Then the device worked properly. Did the clips fall from the device? The clips were released on the tissue. Were the clips applied to the tissue but did not form? Exactly. How was the procedure completed? With the same device because after the 12th clips it worked properly the analysis results found that the er420 device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported.